Event description:
Pre-op diagnosis: status post bilateral reconstruction for breast cancer and left implant deflation (saline implant). Notes from the operative report: the deflated implant was removed. This had been deflated for at least four months due to unknown reasons,...very thickened capsule noted, small amount of seroma fluid also in place, requiring just to get her at a reasonable size. Noted to the patient, it would be impossible to get her to the current 550 ml that she had had previously due to time for the capsular contracture to fully further shrink and contract; so we preceded with a full checkerboard capsulotomy and upper medial pole as well. The previously chosen 475 ml, style 20 silicone allergan implant was irrigated with normal saline and placed in this pocket noting still further need for capsulotomies toward the anterior portion of the breast. The implant was removed, irrigated with normal saline and further capsulotomies for the anterior pocket also proceeded, noting unfortunately very thin tissue and this was done very cautiously, then hemostasis with electrocautery. Implant was removed. L as lower lateral. Irrigated with normal irrigation.post-op note: findings: left side deflated implant, much thick scar bands. Complications: there were no complications noted.